Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced difficult needle disengagement. The following information was provided by the initial reporter: the nurse found it difficult to withdraw the intravenous indwelling needle for the inpatient in the hospital.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0357624. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the complaint gauge is 24g, assembly at auto line at 2021/01, lot quantity is (B)(4) ea; reviewed the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Reviewed the assembly record, there no nonconformities, deviations or rework activities for this lot product. System drag force test for the retained sample, no found abnormality. Cannot identify the root cause of this complaint. Plant will pay attention for this complaint and monitor the trend.